Event description:
The customer reported via phone call that insulin pump had cosmetic damage and alarm with white screen. The blood glucose at the time of the incident was 106 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.